Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. The unexpected restart error, excessive no delivery and occlusion tests could not be performed due to motor error alarms. No check settings alarm or unexpected reset noted. Displayable history failed on startup alarm was found in the alarm history screen due to corrupted history file. It also had a scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple error alarms and reset the settings. The blood glucose at the time of the incident was 306 mg/dl; treated with manual injection. The alarm history showed a displayable history failed on startup, motor position encoder error, check settings and multiple no delivery and motor error alarms. Troubleshooting was performed. The device was returned for analysis.